Manufacturer narrative:
One navigator® certain® implant mount 3.4mm(d) long (msgiiml) along with the implant was returned for investigation. Visual inspection of the as returned product identified wear about the implant threads, and debris within the drive feature.the mount body is minimally worn from use; however, no fracture has been reported for msgiiml per investigation. No pre-existing conditions were noted on the per. DHR review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the msgiiml dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported product. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (mount screw fracture) or product (msgiiml).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that mount screw (msgiiml) fractured and got stuck inside the implant. Implant was removed and replaced with another one. Tooth location 7.